Manufacturer narrative:
(B)(4).

Event description:
The physician intended to treat the main trunk of the right internal carotid artery using a driver stent. Thrombectomy was first attempted 4 times on the target vessel using a non-medtronic device but patency was not achieved. Pta was then performed and the driver stent was implanted. However, patency was not obtained and complete cardiogenic occlusion developed in the middle cerebral artery, originating inside the driver stent, leading to cerebral edema. Right decompressive craniectomy was performed as treatment. The patient had almost complete paralysis on the left side of the body, but had regained consciousness and had been receiving rehabilitation after cranioplasty. No further clinical sequelae are reported.